Event description:
Without pre-dilatation, a 3.0mm diameter x 12mm length medtronic ave s670 rapid exchange stent delivery system was inserted into a saphenous vein graft to the right coronary artery. The stent delivery system had difficulty advancing through the graft anastomosis to the target lesion located in the posterior descending artery. Guidewire position was lost several times during the attempts to cross the lesion with the stent. The stent delivery system was retracted back into the guide catheter each time the guidewire lost position. Upon the last withdrawal of the stent delivery system into the guide catheter, the stent dislodged from the delivery balloon between the graft anastomosis and the target lesion. Another MFR's ptca balloon was inserted to the site of stent dislodgement and the balloon was inflated pushing the stent into the wall of the vessel at the target site. Subsequently, a second s670 stent was successfully deployed at the intended lesion site over top of the crushed undeployed stent, revealing good angiographic results. There was no add'l clinical sequelae reported relative to the event.